Manufacturer narrative:
B3: see b5 narrative for applicable date range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that they need to get an MRI of their lower lumbar but, the MRI facility is not allowing them to do so because the implant has not been charged for about 15 years and now they cannot charge the ins either. Caller stated that 14-15 years ago, they were in an old MRI machine where they had to wear earplugs and it was in a trailer and they said that it might have 'killed it' back then; pt thought that old MRI machine may have damaged the ins. Agent reviewed MRI compatibility with caller. Agent reviewed MRI facility can call tech services if further MRI compatibility information is needed. The patient was redirected to their healthcare provider to further address MRI eligibility <(>&<)> possible ins removal or replacement. No symptoms were reported.